Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. The sensors passed per specification with accurate readings.

Event description:
It was reported that the customer's blood glucose level was 275 mg/dl and his sensor glucose level was 45 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. The sensor glucose reading caused the customer's insulin pump to go into threshold suspend. Standard troubleshooting was performed. The customer stated he had received calibration errors from his sensor. The customer was advised to calibrate his sensors three to four times per day. The customer was sent replacement sensors. The product is being returned. Nothing further was reported.